Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 24 mg/dl at the time of the incident. The customer stated that the pump did not notify him that he was low. The customer was at 130 mg/dl at the time of admission, and 406 mg/dl at the time of the call. The customer was given dextrose and food to treat. The customer treated the high using the pump. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the low was a past event. The customer has had lows for the last 3 weeks and also had 5 highs in the past few weeks. The customer had sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.